Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Customer reported that they did not know how or where to enter the transmitter ID number into their pump. Customer replaced transmitter. Customer declined further assistance from tandem technical support. No additional patient or event information was available. A root cause could not be determined.